Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. An initial assessment was performed at the service center. The device will be returned for further investigation. Once the investigation has been concluded, a supplemental medwatch will be submitted. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the craniotome device bearings were damaged, the crani handle was damaged, the cages and inner rings were missing, the ball bearing had fallen apart and the balls were missing. It was further determined that the device failed pretest for temperature, cutter insertion, lock operation and visual assessment. It was noted in the service order that the device had a damaged hose. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed on the device which found that the device failed the cutter insertion assessment, also had a drilled leg and neuro-tip. During repair, it was observed that the bearings were worn out and broken. The issue with the drilled leg was indicative of excessive side loading causing the cutter to flex and to come in contact with the leg of the neuro-tip. The issue with the drilled neuro-tip was failure to follow the directions for use. When the burr is improperly loaded into the attachment and then installed onto the drill, the burr does not seat properly in the locking chamber. The attachment can be forced into position which places the distal tip of the burr in compression. At this point, the tip of the burr is in direct contact with the neuro-tip of the attachment. When the drill is started, the burr drills into or through the neuro-tip. The issue with the worn out and broken bearings is consistent with normal wear over time; this device has been in the field longer than the recommended service maintenance period. The assignable root cause was determined to be due to user error and wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.